Event description:
It was reported that this programmer was returned back from the field for analysis due to a repair/upgrade. The unit was visually inspected with no defects noted. The programmer passed both the system functional testing and baseline evaluation. Despite analysis finding no display defect, this investigation is consistent with the criteria for being unresponsive during threshold testing.